Manufacturer narrative:
The reported oad was received for analysis. Adhered biological material and suspected corrosion were observed on the crown of the oad, however analysis did not identify any damage that may have contributed to the accumulated material. The morphology and exact root cause of the material is unknown. A test guide wire passed through the area with material and corrosion with no issues. No additional damage was observed on the oad. The oad spun at all speeds and functioned as intended with no abnormalities observed. At the conclusion of device analysis, the reported event of a perforation could not be conclusively confirmed. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure with the diamondback coronary orbital atherectomy device (oad), a perforation occurred in the left main artery. The target, ostial, type c lesion was 90% stenosed and was located in the proximal circumflex artery. The artery was 3.0mm in diameter and moderately tortuous. The oad was placed distal to the lesion, and the oad was used to spin back through the lesion. The patient experienced pain as soon as the oad encountered the lesion on the initial run. Imaging was performed and a perforation was observed. Two covered stents were used to resolve the perforation. The patient survived and went to recovery following the procedure with good ejection fracture.